Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with mild tortuosity and moderate calcification. The 3.0 x 28 mm xience pro stent delivery system (sds) was advanced to the lesion without issue the stent was deployed at 14 atmospheres (atm); however, post deployment, a dissection was observed. An additional non-abbott stent was used to cover the dissection. The patient had a good outcome. No additional information was provided.